Event description:
Cvvh machine with multiple alarm message air in fluid inlet warmer. The rn bypassed the warmer and made direct connection. Overnight the cvvh machine was leaking. Rn assessed tubing no apparent leaks. Lot number on cvvh cartridge with air issues is 80878003. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, nxstage cartridge express (per site reporter): materials management submitted two reports as we found this had happened multiple times. The exact cvvh tubing for this pt. Was not kept but other cvvh filters were retained by mm to be given to vendor. The reports were submitted to the critical care therapy specialist at nxstage medical, inc.